Event description:
Reportedly, after the instrument was inserted inside trocar and the bag was opened, it broke and detached from the metal ring. The surgeon used another bag with the same problem. No patient injury. Procedure: cholecystectomy.